Event description:
I am a user of soft contact lenses and used bausch and lomb renu contact lens cleaner during theeperiod I was wearing contact lenses. Due to a mysterious problem with my left eye and over 12 months treatment at clinic and then a second opinion by a specialist eye surgeon it has been established that I need to have a cornea transplant.